Event description:
On 2/19/97, the account reported an erratic vancomycin result, which was run on the analyzer. An initial report of 3.4 mg/dl was reported, which was later questioned by the account, because vancomycin was being infused when the pt was drawn. On 2/20/97, the sample was tested on the account's other analyzer and gave the result greater than 100 mg/dl. It was retested on serial number 2903 and gave the result greater than 100 mg/dl. The account did not indicate if the retest results were given from a straight or diluted sample. Repeat testing on both instruments was from the same tube. According to the account, qc was run with the initial result and was within expected ranges. The account also stated that sample integrity was good. The account did not state if another sample was drawn to compare results. Attempts have been made to obtain futher info about pt outcome from the account. However, no report of injury has been received.

Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, abbot has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sampleand reagent handling. This is the final report.